Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer was inserting a tampon when the applicator became stuck to the tampon. Consumer had to remove both the tampon and the applicator together and was scratched internally upon removal. She was not able to use tampons again until this healed.